Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 05/26/2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as redness and bumps, located at the sensor insertion site. Patient stated that she had a sunburn-type of reaction located under the waterproof tape she applied to provide additional adhesive for the sensor. Patient also stated that the reaction was itchy, red and had scarred the skin. Patient did not report any treatment of the affected area. No additional event or patient information was provided.